Manufacturer narrative:
It was reported to intuvie that during preventive maintenance (pm), the device failed the 30 psi occlusion test at 20 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial lot number history indicated no similar complaints associated with this device. The failure mode was confirmed, and the probable cause of this failure was the device being out of calibration. CAPA: zm2023-23 has been initiated to investigate the failure. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that during preventive maintenance (pm), the device failed the 30 psi occlusion test at 20 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement reported.

Manufacturer narrative:
This supplement serves as a correction. Upon review of the service record and calibration history of the device, there was no 30 psi failure as originally reported. No calibration was ever done on the device. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Refer to complaint (B)(4).